Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported that the pt had difficulty maintaining communication to charge the ipg, and the slightest movement by the pt would stop the charging process. It was also reported that the pt had been spending more time charging the ipg. A new charging system was sent to the pt. Attempts to obtain additional info regarding the pt's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.